Manufacturer narrative:
Corrected data: section: initial reporter data was updated in error. This complaint has been evaluated. A review of the last three (3) product monitoring reviews for trends indicated no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to reports for product icc mm61110050. A total of one (1) complaint, including this one, was reported. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the patient was intubated and ventilated with a unomedical murphy endotracheal tube (ett) to 13.5 cm. It was further reported that "following chest x-ray, the tube was passed to 15 cm, suction and chest physio was performed and tube satisfactory. After an unspecified length of time, "ventilating became more difficult and following several interventions of chest physio and failed suction it was observed that the tube had kinked whilst insitu. It was reported that the endotracheal tube was unsecured, and after one attempt to straighten it, the tube was removed and replaced with another endotracheal tube. There was no reported harm to the patient. No further details have been provided.